Event description:
It was reported that a blade broke at the mount during a total hip arthroplasty surgery. It was further reported that there was a short delay while a new blade was obtained. It was also reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that the blade broke due to an excessive load applied to the blade and/or shock loading caused by the blade contacting metal (such as cut guides or instrumentation) during operation. The IFU of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and result in tissue damage, loss of tactile control, and/or the ejection of blade fragments at a high velocity". The quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device evaluation results.

Event description:
It was reported that a blade broke at the mount during a total hip arthroplasty surgery. It was further reported that there was a short delay while a new blade was obtained. It was also reported that there were no adverse consequences and the procedure was completed successfully.